Manufacturer narrative:
The devices associated with this report were still not returned. Review of the device history records for the metal insert did not reveal any related manufacturing deviations or anomalies. A search of the complaint database found no additional reports for the remaining known part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address hip pain. Litigation papers allege that corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. It is further alleged that the patient has experienced severe pain and discomfort and inflammation in the thigh and hip area, as well as the groin. Patient has experienced episodes of a grinding and popping sensation in the hip. **update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified for primary surgery. Records indicate that the patient has had multiple surgeries, (B)(6) 2010 closed reduction, nothing removed; (B)(6) 2010 revised for instability, depuy head removed; (B)(6) 2010; (B)(6) 2011; (B)(6) 2011 all closed reductions, nothing removed; (B)(6) 2011 revised for instability, depuy head removed. Records are available for further review.